Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported self-treating with insulin (dose/type unspecified) based on unspecified sensor scan results and subsequently experiencing a loss of consciousness. Customer was "brought to" by her husband and still experienced grogginess so was taken to an emergency room where she was treated with glucose via injection. There was no report of death or permanent impairment associated with this event.